Manufacturer narrative:
The device was not returned for analysis as it remains in the patient; therefore, device evaluation cannot be conducted. Hemorrhage is a known inherent risk of the endovascular procedure and is documented in the instructions for use (IFU). The cause of the post procedure hemorrhage cannot be reliably determined; however, based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. Additional information has been requested regarding this case. Should the requested information become available a supplemental report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one day after embolization treatment patient experienced an asymptomatic cerebral hemorrhage. The patient received embolization treatment for a ruptured saccular aneurysm located in the paraclinoid segment of the internal carotid artery (ica). It was reported that the patient was treated with one pipeline flex embolization device. One day post procedure asymptomatic cerebral hemorrhage was diagnosed at the treatment area. The patient condition was unchanged. Prior to the procedure, the patient had an mrs of 0. As of one year post-procedure, the patient had an mrs of 0.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.